Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep saw the patient today in clinic. Impedances are within normal limits at 1ma. The cause of the impedances are assumed to be the extensions but are not conclusive. To resolve this issue, they were replaced. As of now, the issue is resolved.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator. It was reported that during a deep brain stimulation procedure, pre-operative impedance was out of range. Replaced battery in normal replacement timeframe, and when plugged in, impedance improved on the right side but worsened on the left side. It was determined that the extensions were the issue, and they were subsequently replaced. Impedance was within normal limits bilaterally in the operating room and in the post-anesthesia care unit. The extensions were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2018; explant date (B)(6) 2025- brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2018; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.